Manufacturer narrative:
A1) patient identifier was not provided by the journal article author. A2) patient specific ages were not provided; aged from 19 to 55 years, with a median age of 38 years reported in journal article. A3) patient sex was not made available. There were 2 males and 2 females in this study. A4) patient weight was not provided by the journal article author. B3) event date is approximated as the exact dates were not made available. The article was received for publishing on 07/08/2012. B5) citation:sun yan, zhang qingquan, song xicheng, zhang hua, wang qiang, liu zhonglu. Application experience of endoscopic treating sinus bone fibrous dysplasia under navigation guidance. Doi:10.13201/j.issn.1001-1781.2013.02.004. D1-2) brand name, common device name and procode not provided in attached journal article. The article mentions a navigation system (model not specified). Further information unavailable. Those selected are suspected to be for the device used. D4) device serial number and UDI, were unavailable. Those selected are suspected to be for the device used. G5) 510k not provided as the specific suspect navigation system was not provided in journal article. The selected is suspected to be for the device used. H4) device manufacture date unavailable. H6) multiple attempts have been made to obtain additional information. No additional information has been provided. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event. No request for service have been received from the customer regarding these events. No parts have been replaced or returned to the manufacturer.

Event description:
Per attached article, the authors reported use of a navigation system and there were patient events reported. The article is in chinese and was summarized by medtronic representatives. This was endoscopic sinus surgery (fibrous dysplasia) where an infrared otorhinolaryngology special image navigation system was used. Retrospective analysis of the records of 4 patients from march 2006 to december 2011 who were diagnosed of fibrous dysplasia of nasal sinuses, 2 males and 2 females, aged from 19 years to 55 years and average age was 38 yrs; 3 of them were destroyed of sinus floor, the other who had the bone fiber of sphenoidal sinus. By using 16 multi slice spiral CT and 3d reconstruction, the 4 cases were all treated by drill grinding abnormal fibrous tissue in the nasal sinus cavities with auxiliary nasal endoscopy image navigation, to achieve contour in the bone fiber cavities. Lesions of 4 cases were accurately found and ground under auxiliary nasal endoscopy image navigation. For 3 patients, headache, nasal congestion, facial discomfort and other symptoms have gradually disappeared after operation. However, one patient with sinus floor destroyed suffered facial swelling and pain 3 months after operation, with ineffective conservative treatment outcomes. After CT rescan, it showed that there were a large amount of bone residue in maxillary sinus during the re-operation. The reason was that the surgical cavity was not rinsed off which lead to maxillary sinus congestion. With the methods of expansion of the maxillary sinus, flushing the cavity, and postoperative nasal and maxillary sinus rinse, the patient¿s symptoms disappeared 1 month later without recurrence. No further details were provided or additional information on adverse events. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.